Event description:
A (B)(6) female patient contacted zoll customer support to report a damaged electrode belt connector. The patient was provided with a replacement electrode belt.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (bent pins or damaged e-belt connector) has been confirmed. Upon evaluation, the pins in the electrode belt trunk cable connector were bent. The bent pins prevented the e-belt from connecting to a monitor. The root cause of the bent pins cannot be positively identified but is likely excessive force when mating the belt with the monitor while the pins were misaligned. No adverse event resulted from the damaged electrode belt connector. The patient received a replacement electrode belt.